Event description:
A review of service data detected a reportable problem. During servicing. Electrode belt sn (B)(4) failed the detect and treat test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a detect and treat test. The cause for the test failure was isolated to ECG c and d cable being pulled from the grommet. The root cause for the pulled cable could not be positively identified but was likely excessive force on the electrode belt cable section. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.